Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed solution test. Sensor failed per specification. No isig readings detected. Checked lab transmitter for proper use and operation using tool and transmitter passed per specification. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 162 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.